Event description:
It was reported that the device was explanted because of a perforation in one of the leaflets, observed at implant. Reportedly, the device was replaced with another edwards device. It was additionally reported that damage to the device occurred during explanting of the device. Reportedly the device was replaced with another edwards device. There were no patient complications reported.

Manufacturer narrative:
Device not returned.